Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the lost sensor signal. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-332a, and mmt-399a. Troubleshooting was partially performed. The transmitter ID is programmed into the pump, and the customer declined further troubleshooting, so it was unknown whether the issue was resolved or not for the pump and transmitter. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - replaced heic 4613 with 4650 for hecc 1912. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the lost sensor signal. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, unk_reservoir, and unomedical. Troubleshooting was partially performed. The transmitter ID is programmed into the pump, and the customer declined further troubleshooting, so it was unknown whether the issue was resolved or not for the pump and transmitter. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for unk_reservoir. No product return is required for unomedical.